Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument would not close completely. The surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The instrument has not been returned to isi for evaluation. A follow up MDR will be submitted if the instrument is returned or if additional info is received. As of may 27, 2008, there have been no reported recurrences of the issue at this hosp.